Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 314.116, lot# 7154803. Supplier: (B)(6), release to warehouse date: apr 18, 2013. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. A visual inspection, device history records (DHR) review, and drawing review were performed as part of this investigation. The device was returned and reported to have not been torquing. This condition is confirmed; the tips of the distal star face of shaft are fairly worn and somewhat rounded and twisted. The balance of the returned device is in otherwise fair condition with some visible wear and discoloration. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The 314.116 t15 stardrive screwdriver shaft is an instrument routinely used in the small fragment locking compression plate (lcp) system. It is likely that over four years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 4/2013 and is over four years old. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent hardware removal procedure. The reason behind the removal is not known. During the procedure, it was discovered that a stardrive screwdriver shaft is not torquing (over torque) and needed to be replaced. It is unknown if there were other devices involved or if there were synthes owned devices. The type of procedure performed is unknown. There was no patient harm and no surgical time delay reported. The patient outcome was satisfactory. On (B)(6) 2017, upon manufacturer¿s investigation, it was determined that the tips of the distal star face of shaft are fairly worn and somewhat rounded and twisted. This report is for one (1) stardrive screwdriver shaft qc/15. This is report 1 of 1 for (B)(4).